Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. It was reported the tip fractured and was retained in the patient's liver. The procedure was completed with another applicator.

Manufacturer narrative:
The customer's reported complaint description of high reflected power warning message and probe ceramic tip was fractured and detached could not be confirmed since no probe complaint sample was returned (an no picture was provided). Without receiving product for evaluation a definitive root cause for this event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open, laparoscopic, or percutaneous procedures. Testing the device: prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Additional information: a2 age a3a sex b5 describe event or problem reference (B)(4).

Event description:
Additional information: a distributor reported an end user experienced an issue when using a 14cm solero applicator. A 14cm solero needle was percutaneously placed into the right renal tumour under ultrasound guidance in the optimal position and position confirmed on CT. The unit was set for 140 watts for 6 minutes and ablation was started. 90 seconds into the 6mins ablation cycle, the machine cut out and stated, "high resistance" (high reflective power). They retracted the needle slightly and reset all the tubing, but the machine failed to allow ablation, stating "high resistance". They turned off the unit, waited 3mins for the software to reset and tried again, but received the same error message. A new 19cm solero needle was then inserted alongside the indwelling 14cm needle and they swapped over the needles in the solero machine. After confirmation of new needle position, the original 14cm needle was removed. It was noted that the ceramic tip was missing (in situ tip confirmed on repeat CT imaging). The ablation was completed with the newly placed 19cm needle satisfactorily. Both needles had been tested outside patient before use at 100watts for 10 seconds. Post procedure CT confirmed the piece of tip retained within the tumour, but with good ablation coverage of the tumour, indicating successful ablation. There are no plans to remove the tip. The physician has been using solero product for 1-2 years and was assisted by another consultant with more than 8 years' experience. The total time of the procedure was 6min + 2 min and 20 seconds for track ablation (excluding initial 90 seconds with 14cm needle).